Event description:
Information was received that indicated the header of a patient's generator had become detached. This was discovered during the revision surgery on (B)(6) 2016. The device has not been received to date and no other relevant information has been received to date.

Manufacturer narrative:
Correction data: initial MDR inadvertently omitted information known prior to submission of the MDR.

Event description:
A device history record review showed that the header was cleaned on 10/02/2012 and secured to the generator can on 10/03/2016. The generator then passed all subsequent quality control tests and was released for shipment. There is no report that the patient experienced any trauma that may have cause the dislodgement of the header from the body of the generator. Diagnostics performed on (B)(6) 2013 show lead impedance within normal limits and battery status not at end of service. The facility where the explant occurred disposed of the device after surgery, thus no product return is expected. The surgeon indicated that the header was partially attached to the generator can when the patient was opened for surgery. Thus the explant surgery did not cause the header to become dislodged.